Event description:
An olympus employee reported that the scope leaked from the air/water channel. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found a crack on the distal end cover and a gap in the adhesive on the distal end. This report is being submitted for the malfunction found during evaluation (crack and gap in adhesive on distal end). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found a crack on the distal end cover and a gap in the adhesive on the distal end due to deformation of the distal end caused by handling. The reported event (leak) was confirmed. The air/water channel leaked due to perforation. In addition, the adhesive on the charge-coupled device lens was chipped, the acoustic lens was damaged, the probe unit was dented, the bending tube was deformed, the connecting tube protruded, paint was peeling from the air/water nut and suction cylinder nut, the universal cord was kinked, the wire stopper came off, there was play on the up/down knob, the connector was cracked, and there were scratches on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the crack on the distal end cover and a gap in the adhesive on the distal end likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.